Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons and rejecting the new batteries. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. All buttons are functioning properly and the device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Rewind functioned properly and no unexpected motor noise, low battery alarm, or no delivery alarm noted during testing. No damage on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. Device was received with stained end cap sticker, minor scratched lcd window, and scratched reservoir tube window.